Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device for evaluation. The customer has refused repairs. If the customer decides to move forward with repairs, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the pressure was low and bouncy at around 8 lpm. The customer stated that it drifts, has a slow response, and overshoots when carefully trying to adjust it. The customer also stated that it appears the flow rate is possibly out of specification.